Event description:
The device was used during a herniorrhaphy. Reportedly, the suture broke. The surgeon performed a laparotomy to complete the procedure and there was unexpected tissue loss. The hospital has reported the pt's condition is satisfactory.